Manufacturer narrative:
The device was returned to our us facility on march 17, 2026. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the device got jammed and stuck during a procedure inside of a patient. The jaws were opened inside the patient, and they couldn't close the jaws to pull it back through the working channel. It was during a neuro brain procedure on a 6-week-old infant. The surgeon had to break the item to be able to remove it from the patient. The procedure was prolonged for 25 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).